Manufacturer narrative:
(B)(4). Voluntary report mw5058858. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo set was involved in a backflow incident due to a failure of the set's backflow valve. This occurred during infusion of ceftriaxone from an IV bag using a sigma spectrum pump and secondary IV tubing, which was connected to the continu-flo set. The ceftriaxone solution then back-primed into the hanging primary bag and did not infuse into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 09/29/15 to 09/30/15. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Back flow test was performed with a secondary set and a defect was found. The reported condition was verified. After reviewing the manufacturing process it was determined that the defect was caused by a supplier component. The manufacturing facility will be monitoring the defect if new incidents are reported. Should additional relevant information become available, a supplemental report will be submitted.